Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the energy level of a delivered test shock was higher than expected. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the energy level of a delivered test shock was higher than expected. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed evaluation of the customer's device and was not able to verify the reported issue. No device problem was fond. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.